Event description:
It was reported that this right ventricular (rv) lead has been exhibiting an increase in shock impedance since (B)(6) 2023 coincided with the patient starting their steroid medication. At implant, the shock impedance measurement was at 83 ohms and now the shock impedance measurement, is measuring approximately between 120 and 130 ohms. Additionally, low amplitude was observed. With the high out of range shock impedance measurement. The pacing impedance measurement were within normal limits. General anesthesia was administered to the patient, and a synchronized shock test with 1.1 joule shock was delivered; the shock impedance measurement was reduced to 88 ohms. The physician suspected that maybe there was a charge buildup. No additional adverse patient effects were reported. The rv lead remains in-service.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Please refer to b5 describe event or problem for more information regarding the specific circumstances of this event.

Event description:
It was reported that this right ventricular (rv) lead has been exhibiting an increase in shock impedance since (B)(6) 2023 coincided with the patient starting their steroid medication. At implant, the shock impedance measurement was at 83 ohms and now the shock impedance measurement, is measuring approximately between 120 and 130 ohms. Additionally, low amplitude was observed. With the high out of range shock impedance measurement. The pacing impedance measurement were within normal limits. General anesthesia was administered to the patient, and a synchronized shock test with 1.1 joule shock was delivered; the shock impedance measurement was reduced to 88 ohms. The physician suspected that maybe there was a charge buildup. No additional adverse patient effects were reported. The rv lead remains in-service.

Event description:
It was reported that this right ventricular (rv) lead has been exhibiting an increase in shock impedance since july 2023 coincided with the patient starting their steroid medication. At implant, the shock impedance measurement was at 83 ohms and now the shock impedance measurement, is measuring approximately between 120 and 130 ohms. Additionally, low amplitude was observed. With the high out of range shock impedance measurement. The pacing impedance measurement were within normal limits. General anesthesia was administered to the patient, and a synchronized shock test with 1.1 joule shock was delivered; the shock impedance measurement was reduced to 88 ohms. The physician suspected that maybe there was a charge buildup. No additional adverse patient effects were reported. The rv lead remains in-service.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Please refer to b5 describe event or problem for more information regarding the specific circumstances of this event.